Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located at the left anterior descending (lad) artery. A 2.50x12mm promus premier stent was selected to treat the lesion. The device reached the lesion and encountered resistance so the device was removed. It was noted that the end of the stent was flared and some of the struts were flared open. The procedure was completed with a promus premier stent. No patient complications was reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located at the left anterior descending (lad) artery. A 2.50x12mm promus premier stent was selected to treat the lesion. The device reached the lesion and encountered resistance so the device was removed. It was noted that the end of the stent was flared and some of the struts were flared open. The procedure was completed with a promus premier stent. No patient complications was reported.